Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/ compromised force sensor alarm, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2014 . Customer reported having high blood glucose levels ranging from 283mg/dl to 465mg/dl. Customer reported that at the time of hospitalization insulin was shooting out of the insulin pump. It was also reported that the customer's insulin pump goes off by itself, and they also received a no delivery alarm. Customer's blood glucose level at the time 236mg/dl. Troubleshooting occured. Advised insulin pump will be replaced. No additional information was provided.